Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported that the troubleshooting was performed for no delivery alarm and customer reported that the insulin does not exits the tubing. The customer was advised to rewind the insulin pump and run manual prime and customer stated that the pump did not alarm no delivery with manual prime. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test : reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).